Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colectomy, for the first firing of colon resection, they connected the reload to the handle, then the surgeon clamped the tissue and tried to fire the device, however he/she could not. The handle and reload was replaced and the firing was complete. The sales rep confirmed the jaws of returned device opened/closed with no problem, however he did not fire the device for checking. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device with 45mm articulating medium/thick reload. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed pre-fired reload was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.